Manufacturer narrative:
Customer's reported test strips were returned. At the time of the original report the serial number of the meter used was not reported. A meter (B)(4) was returned with the test strips and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification, and no errors were observed during control solution testing. The reading the customer reported were not found in meter memory. This is a final report.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because an unknown error message was not resolved with troubleshooting.

Event description:
Customer reported receiving erratic readings within 10 minutes. Results of 501 mg/dl, 270 mg/dl and 140 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value greater than 500 mg/dl. A blood glucose reading above 500 mg/dl will read as a "hi" in the adc meter.